Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-45, lead; implanted: (B)(6) 2008; model: 0125, competitor lead; implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient presented after experiencing a syncopal episode. The patients bi-v implantable cardioverter defibrillator (ICD) was interrogated and the physician felt the device had misdetected an arrhythmia and the device algorithm incorrectly withheld therapy for the patient's condition. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.